Event description:
Related manufacturer reference number: 1627487-2023-04744, 1627487-2023-04745. It was reported that the patient's ipg was inoperable, and the leads migrated. In turn, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.